Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and the air/water nozzle was not deformed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found loss of water-tightness, dents on the connecting tube and channel tube, looseness of the mouthpiece, damage on the grip, corrosion on the electrical connector, scratches on the connecting tube, protector of the universal cord, and camera cover, a burn on the camera cover, discoloration of the adhesive on the light guide lens and on the adhesive of the protective coating on the bending portion of the device, chips on the objective lens and the adhesive of the protective coating on the bending portion of the device, peeling of the scope cover plate, paint on the suction cylinder, paint on the air/water cylinder, labeling on the scope connector, and adhesive on the objective lens, a wrinkle on the universal cord and connecting tube, wear on the angulation wires, and noise in the image produced. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time. They indicated there was no possibility the device was used for a procedure with the foreign material attached. The device was immersed in detergent solution and wiped/brushed with clean lint-free material. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope bending section was deformed and damaged. Inspection and testing of the returned device found foreign materials clogged in the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.